Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was provided and evaluated. The photo showed two (2) tegos connected to unknown mating devices. Evidence of leaking blood was observed. No disconnections were shown. No damage or anomalies on the tegos were clearly visible in the image. The reported complaint can be confirmed based on the photograph provided. However, without the return of the samples, a probable cause cannot be determined. The DHR for lot number 5246119 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The reporter stated that, during an infusion, the tego connector unscrewed from the dialysis lines spilling blood. There was no delay in critical therapy, no need for medical intervention, no adverse event, and no one was harmed as a result of this event. This is report 1 of 4.